Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker was hospitalized due to three bouts of atrial fibrillation (af). The patient also mentioned that device battery was previously at two and a half years remaining longevity but during the recent check, the device was now at four and a half years remaining longevity. Moreover, the patient said that af converted on its own but would take longer time to convert spontaneously. Boston scientific technical services (ts) discussed factors that impacts longevity and effects of electromagnetic interference (emi) on the device. An attempt to obtain additional information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.